Manufacturer narrative:
Retainer = clear. Device was returned for critical pump error (open book) alarm, blank display, and moisture damage near july 12, 2021 (event date). The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and case cracked behind the pump at the corner of the belt clip rails. Moisture damage was found on pcba 1, the motor, and force sensor during visual inspection. Device was received with a critical pump error (open book image) alarm after battery installation. No blank display noted. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Device was successfully downloaded utilizing crest and thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 15). Device alarmed pump error 15 on july 11, 2021 at 18:21, 18:31, and 19:23 which caused the critical pump error (open book) alarm. The force sensor zero offset is out of specification and a test p-cap does lock into place inside the reservoir compartment properly. Blank display is not confirmed. Critical pump error (open book) alarm and moisture damage are confirmed. Critical pump error (open book) alarm and pump error 15 alarm are due to moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had critical pump error. Customer stated that they were in the pool and battery compartment was filled with water. The troubleshooting was performed and display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.